Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke off in the patient's leg. Fortunately, the surgeon was able to find the piece and get it out. The hospital did not report any patient effects.

Manufacturer narrative:
Event site telephone: (B)(6). Event site email: (B)(6). Internal complaint # (B)(4). Autonumber: (B)(4). A lot history record review was completed for lot numbers 25141743, 25140057, 25139889, the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history. A photographic inspection was performed based on the photos received from the client. The photos show the broken c-ring. Half of the broken c-ring remained attached to the retention rib while the other half was detached from the scope wash tube. The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed on the broken c-ring. The cannula handle and its tubes appear intact. The broken c-ring tip was observed to be cut in half longitudinally and appeared melted along the edge. The retention rib which holds the broken half of the c-ring remained attached to the cannula. However, the scope wash tubing was missing. The other half of the c-ring tip that broke off and the missing scope wash tube were both not returned to the factory for evaluation. Based on the returned condition of the device and the evaluation results, the reported failure break, c-ring cut was confirmed. The analyzed failure detachment of device or device component was also confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke off in the patient's leg. Fortunately, the surgeon was able to find the piece and get it out. The hospital did not report any patient effects.